Event description:
The patient presented to the emergency room after receiving a shock. Device interrogation indicated noise on the lead which was reproduced with left arm movement. Insulation break was identified during explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.